Manufacturer narrative:
The staff used the table while it was unplugged, due to a broken ac power entry module and was most likely operating the table under low battery power. It appears that the foot switch was inadvertently turned off which caused the patient to fall off. One possible reason is because the batteries are low and if the table was not plugged in the batteries may have not had enough power to engage the foot lock when the switch was activated. Fse was able to demonstrate this to the customer. Customer does agree that it was likely that the patient fell off when the foot end was inadvertently unlocked. Requested for information regarding the patient, no reply has been received.

Event description:
It was reported while the staff was in a case with the patient on the table and the table was in the lock position the table tilt enough for the patient to slide off the bed and on to a nurse and the nurse was injured.

Event description:
It was reported while the staff was in a case with the patient on the table and the table was in the lock position the table tilt enough for the patient to slide off the bed and on to a nurse and the nurse was injured.